Manufacturer narrative:
The manufacturer previously reported a complaint in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that alleged that the device would not turn on/device not functioning. Patient reported experiencing difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information was received from the patient reporting the device was in use at the time of the incident. The patient reported using an ozone based disinfection device.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device would not turn on/device not functioning. Patient reports experiencing difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient report alleging difficulty breathing, shortness of breath. There were no reports of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, product investigation laboratory powered on the device and initiated therapy verifying airflow. During review of the error logs, pil determined the device was likely reset prior to pil receipt due to having 1590.3 machine hours and 0 blower and 0 therapy hours. There were 0 errors logged. During the investigation, product investigation laboratory observed a sticker like substance stuck to the top enclosure, product investigation laboratory observed cut/ slice marks through the warning label on the bottom enclosure. An unknown dust like contamination was observed on the sd card and filter access flip door, top enclosure, front panel, pca (printed circuit assembly) board, air inlet of the blower box, blower box, rear panel, and the bottom enclosure. Product investigation laboratory observed a hair-like fiber on the blower box. Pil observed evidence of liquid ingress with an unknown white dust like contamination consistent with mineral deposits on the iso (international organization for standardization) port, blower motor seal, blower motor, and the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool). Product investigation laboratory was not able to confirm the complaint, or address the symptoms specified. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.